Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21 mm bioprosthetic aortic valve, implanted two years, 11 months was explanted due to unknown reasons. The explanted device was replaced with a 21 mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned and evaluated. Customer report of perivalvular leak could not be confirmed through visual observations. Returned device was evaluated through four color images of the valve due to reported bacterial endocarditis. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect of the valve. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the inflow aspect of the valve. Host tissue on the stent circumference was minimal at both aspects. Sutures and pledgets remained attached around the sewing ring. One of the commissure appeared to be bent. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device.

Event description:
The 21mm bioprosthetic aortic valve was explanted due to perivalvular leak and bacterial endocarditis. Due to iatrogenic injury to the main pulmonary artery, there was a tremendous amount of bleeding in this area, and it was felt that this bleeding could not be controlled and that the patient would not survive. The heart-lung machine was turned off, and the patient expired in the operating room.